Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, in house testing of a retained reagent kit lot 60448ud00 and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the complaint lot performs as expected for this product. Ticket trending review did not identify any trends regarding commonalities for complaint lot. Device history review did not identify any non-conformances or deviations with the complaint lot. The overall performance of the alinity I stat high sensitivity troponin-I reagents in the field was reviewed using data gathered from customers worldwide. The patient median values obtained with the complaint lot 60448ud00 is within established limits and thus comparable to the historical lot performance, which confirms no systemic issue for the lot. In-house testing was completed using panels which mimic patient samples using an in-house retained kit. All specifications were met indicating the lot is performing acceptably. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I stat high sensitivity troponin-I reagent lot 60448ud00 was identified.

Event description:
The customer observed falsely depressed alinity I stat high sensitive troponin-I results for one patient on a sample that had been refrigerated and was noted to be lipemic. The following data was provided: troponin results were back ordered on a sample that was already in the lab. The original tube had gone through the track and the alinity I stat high sensitive troponin-I result on that sample was 1191.6 pg/ml. Sid (B)(6) was removed from the refrigerator and recentrifuged and was front loaded onto the instrument. The alinity I stat high sensitive troponin-I result was 1.6 pg/ml. The sample was reanalyzed at 1302 and the result was 1065.9 pg/ml, repeated again at 1303 and the result was 1209.6 pg/ml. The customer is questioning the result of 1.6 pg/ml. No impact to patient management was reported.

Manufacturer narrative:
This report is being filed on an international product, list number 08p13 that has a similar product distributed in the us, list number 04z21. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed alinity I stat high sensitive troponin-I results for one patient on a sample that had been refrigerated and was noted to be lipemic. The following data was provided: troponin results were back ordered on a sample that was already in the lab. The original tube had gone through the track and the alinity I stat high sensitive troponin-I result on that sample was 1191.6 pg/ml. Sid (B)(6) was removed from the refrigerator and recentrifuged and was front loaded onto the instrument. The alinity I stat high sensitive troponin-I result was 1.6 pg/ml. The sample was reanalyzed at 1302 and the result was 1065.9 pg/ml, repeated again at 1303 and the result was 1209.6 pg/ml. The customer is questioning the result of 1.6 pg/ml. No impact to patient management was reported.